Manufacturer narrative:
8/13/1998-supplement #1 sent to FDA.

Event description:
The product was used during a lobectomy procedure. Reportedly, the staples did not form properly, leakage occurred, and the instrument was difficult to open. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.